Event description:
It was reported that the left ventricular lead exhibited out of range measurements. In clinic, the measurements were in normal range. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
(B)(4).